Manufacturer narrative:
We were unable to conduct testing due to a lack of a xiaomi mobile device with android 14 to test. However, we performed testing with xiaomi mi 11 lite 5g (android 13) with mmt1886 780g pump (software ver. 6.7v) and confirmed that the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the logs, we found that the customer was using a samsung device, not a xiaomi device. It is possible that the customer switched to a samsung device after experiencing issues with the xiaomi device, as mentioned when the ticket was created. Since there are no logs available for the xiaomi device, we are unable to determine the exact issue the customer faced. However, upon checking the customer's status on the csr, we observed that snapshot data is being uploaded regularly. Issue: unknown we requested confirmation from the helpline regarding the device change, but we did not receive any response. Therefore, we are proceeding to close the ticket. If the customer continues to face issues, we request the helpline to reopen the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced mobile app pairing issue with insulin pump. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.